Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the circumflex artery. A 2.50mm x 20mm apex¿ balloon catheter was selected to dilate the lesion. The balloon ruptured. The number of inflations and to what atms was unknown. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter with the pouch. The batch number on the returned packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and in the balloon. The catheter was returned in two pieces; the catheter shaft and the distal portion of the balloon including the tip. Examination under magnification revealed a complete pure circumferential balloon tear. The balloon was torn 6 mm distal of the proximal balloon cone transition. The distal portion of the balloon and the tip could not be measured. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The inner shaft was separated 138cm from the strain relief; the distal portion of the inner including the markerbands was not returned. A shaft kink and scratches were noted 4mm proximal of the proximal bond. Inspection of the remainder of the device presented no other damage or irregularities. However, there was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the circumflex artery. A 2.50mm x 20mm apex¿ balloon catheter was selected to dilate the lesion. The balloon ruptured. The number of inflations and to what atms was unknown. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.